Event description:
It was reported that the patient presented to the emergency room after receiving an inappropriate shock for an atrial arrhythmia. The device was reprogrammed and remains in use. The patient is participating in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 0085 competitor implantable tachy lead, implanted: (B)(6) 2008. Product ID 419488 implantable pacing lead, implanted: (B)(6) 2008. Product ID 507658 implantable pacing lead, implanted: (B)(6) 2008. Product ID 694775 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).